Event description:
Provider states the legrest is broken, provider has not seen the chair and did not know exactly what part was broken. Provider will call back with more information, but wants pricing on a legrest complete. The caller has no further information to provide. Note: end user also placed call on device: the caller states that the front rigging has broken on the chair. The end user states that it is a plastic piece on both sides have broken. The caller has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information received.